Manufacturer narrative:
Visual inspection: during the visual inspection a deformation of the outer housing of the progav 2.0 valve could be determined and deposits in the inside of the pediatric antechamber. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that both valves are not operating within the acceptable tolerance. An accelerated outflow of progav 2.0 and the shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine accelerated outflow as well as non-displaceability at the time of our investigation on the shunt system. The cause for the accelerated outflow and non-adjustability could be the detected deposits. How the aforementioned functional impairment, the blockage, came about is not clear to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (part # fx441t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months. Height: 84 centimeters (cm). Weight: 10.5 kilograms (kg). Gender: female.